Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra fine¿ ii insulin syringe there was an issue with stopper deformed. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd ultra fine¿ ii insulin syringe there was an issue with stopper deformed. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1cc, 8mm syringe. Customer states that the stopper has deformed. The returned syringe was examined and exhibited a deformed stopper in the barrel. CAPA (B)(4) has been opened to address this issue. Sample was forwarded to manufacturing (holdrege) on 07sep2018 for further review. On 11sep2018, holdrege received one (1) loose 1ml, 8mm syringe from reported batch# 7170628. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The returned sample was cycle tested (exercising the plunger rod within the fully assembled device) and noted increased force required to complete this testing. Upon visual inspection, the stopper was noted to look "smeared" within the syringe barrel (typically appears melted, laying on it's side within the barrel). The plunger rod/stopper were disassembled from the remainder of the device and noted that the stopper retained the deformed "smeared" configuration, as was noted when the device was fully assembled. Additionally, the stopper appeared wet, indicating lubricant was indeed present within the barrel, ruling out dry barrel as a potential root cause. Potential root causes include, but are not limited to: 1) misalignment during the assembly of the stopper onto the plunger rod; 2) misalignment during the assembly of the plunger rod/stopper within the syringe barrel; and/or a supplier related molding defect. As the device was previously manipulated by the complainant, routine functional testing, such as break out & sustaining was unable to be performed with any confidence. A review of the device history record was completed for batch# 7170628. All inspections were performed per the applicable operations qc specifications. There were four (4) notifications [200703785, 200703957, 200703956, 200693868] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for stopper deformed on lot # 7170628. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.